Event description:
Greiner was contacted by the commonwealth of massachusetts department of public health, bureau of environmental health, childhood lead poisoning prevention program to discuss a reported lead (pb) testing results in massachusetts and specifically one result in western massachusetts. The result was 14¿g/dl (above 10¿g/dl in a child is lead poisoning) and specimen was collected by life laboratories using the identified item and lot number. The patient was retested using the competitor's trace element tube and the result was under the 3.5 g/dl. The assistant director of the childhood lead poisoning prevention program advised that she instructed the lab (customer) to contact greiner. The customer is part of the trinity health system and advised that they do not use quest diagnostics. Customer stated they use both greiner and the competitor edta tubes for routine testing. Customer does not track lots numbers used for testing and cannot advise which greiner lot numbers may have been used specifically in lead (pb) testing. Customer advised that in the month of september a total of (greiner and competitor tubes) 248 specimens were collected and sent for lead (pb) testing. Out of the total, 73 samples were elevated (>4.0 g/dl) with nine of the 73 being equal to or greater than 10¿g/dl. Customer stated they do not have a way to determine how many of the 248 specimens were collected in greiner's or the competitor's tubes.

Manufacturer narrative:
Complaint statement (B)(4). Received 100pc 454209/b220634a. We have investigated the claim and have found the edta tubes at issue have been incorrectly used, or used for a purpose not intended, which therefore led to incorrect and false lead test results. Greiner edta tubes are not FDA-cleared for trace element testing such as lead, nor routinely tested for trace elements. Testing for lead and/or other trace elements is considered off-label and not according to the intended use of greiner edta tubes. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Examination by external independent laboratories showed traces of lead in greiner edta tubes. We want to reiterate that greiner edta tubes are not routinely monitored for lead since they are not intended for trace element testing. Greiner trace element tubes were also analyzed, and lead was not detectable (detection limit <0.1 g/l). Greiner trace element tubes are FDA-cleared for trace element testing and are routinely tested for contaminants such as lead.